Event description:
It was reported that during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, it was noticed the fiber broke. Due to this, the procedure was completed using another device. There were no patient complications.